Manufacturer narrative:
Of the 107 allegations of a malfunction, 48 pumps were returned to animas and investigated. Of the investigated pumps, 48 were found to be malfunctioning due to damaged battery compartment caps, and cracked battery compartments. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 107</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power with damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-78 years of age and between 15 and 325 pounds. Of the reported patients, 52 were male, 54 were female, and 1 was unknown.

Manufacturer narrative:
Device analysis: in quarter 2 of 2019, there were 5 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 28 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.